Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. A retain sample cartridge of the same lot was also tested, with no failures or defects observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the cartridge was found to be leaking at the luer connection. The patient indicated that when the cartridge was manually primed, insulin was coming from a crack in the cartridge at the luer connection. This report is made based on the allegation of the cartridge leak.

Manufacturer narrative:
The cartridge has been returned to animas but investigation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.